Event description:
The valve programmed fine in the package but according to the nurse it would not flow. Event occurred during surgery, but did not cause a delay over 30 mintues. Another valve was used to complete the surgery. On (B)(6) 2015 per rep: alert date: friday (B)(6) 2015 . I¿m still confirming the date of the surgery. I have an email. Everything went fine with surgery ¿ they opened another valve and everything worked fine.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.